Manufacturer narrative:
Result of investigation: on the basis of the results of the examination and the database research, we determine the most likely root cause to be user error/reprocessing error. The defects found are clear indications of rough handling. The instructions for use describe that a functional and visual inspection must be carried out before use, during which the defects found would have been detected. In this case, the c-mac video laryngoscope d-blade must no longer be used. Due to the present damage, liquid can penetrate into the blade, affecting the electronics and causing the led to fail/become weaker. In addition, the image sensor is affected by the ingress of liquid and shows image interference/failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the video laryngoscope was dark and no light image during procedure. The procedure was completed successfully without any reported surgical delay. No negative impact in state of health reported.